Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004 - a bard composix kugel hernia patch was used to repair the pt's hernia defect. On (B)(6) 2009 - the pt underwent surgery to explant the patch. During surgery, the pt's surgeon had noted that the mesh had wadded up and contracted. Attorney alleges disability, additional surgery, pain, wadded up/contracted mesh, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific pt injury and medical records have not been provided. A lot number has not been provided by the pt's attorney; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.